Manufacturer narrative:
One device was received for evaluation. Visual inspection found cracked housing. Functional testing noted a faulty downstream occlusion (dso) sensor. The dso sensor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was sent in for preventative maintenance, the device was no longer functioning. No additional information was provided. The device evaluation stated the downstream occlusion sensor was faulty.